Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the system was on when trying to spin and the system turned off all of a sudden. There was a less than one hour surgical delay. No known impact to patient outcome. Troubleshooting was performed, the field representative (rep) switched the power cords from a different working system with no effect. There were no lights on for the system, the power button was not blue, uninterruptible power supply (ups) lights were not on. The rep unplugged battery from ups and the ups displayed a red light for battery error. The rep unplugged the system for 1 minute with no resolution. The rep plugged back in and waited 1 minute before pressing power button with no resolution. The rep re-sat the complementary metal oxide semiconductor (cmos) batteries with no resolution. The rep pressed the power button on the camera cart with no resolution. The rep disconnected the camera cart from the main cart with no resolution. Now the battery warning on the ups for battery being disconnected from the system would not display. Technical services (ts) was having the rep take the cmos batteries from a working system and place them in this system. There was no resolution with this. The rep disconnected the battery from the ups battery with no resolution. The rep tested both sets of cmos batteries on the other system. The system turned on so the issue was not the cmos batteries. The rep re-sat the power button to the ups as well as the connections to the ups. A green light displayed on the ups and battery error light was on again (as expected battery was disconnected from the ups) the system turned on. Ts had the rep turn the system off and connect the battery back to the ups, the system turned back on. The flashing battery symbol went away. The battery charge was 76, battery time was 15 minutes, the connection to ups showed: connected. The rep disconnected from the wall and the battery stayed on and only reduced by 1%. The rep connected and the camera cart system turned on. The rep disconnected from the wall and the system did not turn off right away.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: unknown h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section a1-4. For additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.